Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. A zoll medical representative went onsite to evaluate the device and the customer's report was observed and attributed to the multifunction cable (mfc). The mfc was replaced to remedy the report. The device was returned to service. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.